Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 350 units of cold insulin. The customer declined to test blood glucose (bg) level, but reported that bg levels were elevated. The customer confirmed a bolus would be delivered to address the elevated bg level. Although requested, no further information was provided on the reported event.